Manufacturer narrative:
(B)(4). MDR 9610877-2015-00022 includes information received for the first patient involved in this event. MDR 9610877-2015-00023 includes information received for the second patient involved in this event. Reporting only adverse event as a product malfunction did not occur with the device involved in this event. (B)(4).

Event description:
The 2 patients, identified as patient 2 and patient 6 in the report submitted by pentax europe to ansm (the french national agency for medicines and health product safety), tested positive for pyocyanin, a toxin produced by pseudomonas species. Both patients had pulmonary suction performed with model fb-15rbs/serial (B)(4). These cases were identified by (B)(4), an inspector of ansm. An investigation was completed by pentax europe which revealed patient 2 was hospitalized on (B)(6) 2015 due to pulmonary carcinoma. Pulmonary suction was performed on patient 2 on (B)(6) 2015, and the patient tested positive for pyocyanin, a toxin produced by pseudomonas species. Patient 6 was hospitalized on (B)(6) 2015 with injuries consisting of pneumothorax, a broken leg and arm, and impact to the head. Pulmonary suction was performed on patient 6 on (B)(6) 2015, and the patient tested positive for pyocyanin, a toxin produced by pseudomonas species. Based on the initial report submitted by pentax europe to (B)(4) at ansm, there were no errors observed during reprocessing of the device. In this initial report, there was information stated from the user that the root cause of the contamination with the pseudomonas species seemed to be the washer disinfector (laveur desinfecteur, lde-model soluscope 3 with sn (B)(4)). Based on this initial information, pentax europe was not able to determine whether the pentax device involved in this event contributed to the contamination. On (B)(6) 2015, pentax europe submitted a final report to (B)(4) at ansm indicating that this device was not sent to pentax for further evaluation and is still in routine use at the facility. There is also no service history at pentax for this device since the device was sold on 11/07/2013. The device involved in this event, along with other devices, are reprocessed by the same washer disinfector. The reprocessing itself was conducted in accordance to the IFU. According to the information provided by the hospital, 1 biological sample taken from this washer disinfector tested positive for pseudomonas species on (B)(6) 2015. Pentax europe assumes the root cause to be the washer disinfector, wherein they also indicated it is not possible to investigate such a case involving bacterial contamination due to being informed with information from the facility with significant delay. In addition, pentax europe suggested to the facility to forward the device involved in this event to a pentax service facility for evaluation. It was also concluded that no further action will be conducted by pentax europe in regards to this event. Pentax europe filed report # (B)(4) with ansm.

Manufacturer narrative:
(B)(4). Initial MDR 9610877-2015-00022 includes information received for patient 1. Initial MDR 9610877-2015-00023 includes information received for patient 2.

Event description:
Pentax medical became aware of a report stating "2 cases of pseudomonas aeruginosa contamination detected after bronchoscopy." The 2 patients tested positive for pyocyanin, a toxin produced by pseudomonas species. Both patients had pulmonary suction performed with model fb-15rbs/serial (B)(4).